Manufacturer narrative:
(B)(4). The actual complaint product was returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported by the distributor that, there were two employees, both nurses developed reactions while wearing the mask. Both nurses complained of shortness of breath and one nurse required a nebulizer treatment. No further information available at this time.